Event description:
It was learned the surgical valve performed as intended.

Manufacturer narrative:
H10. Additional manufacturer narrative: added information to b5, f10, g5, h6 conclusion code. The cause of the event was due to patient factors, progression of patient's underlying valvular disease, and expected wear and tear. It was reported the surgical valve performed as intended.

Manufacturer narrative:
H11. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The clinical observation was confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease. The cause of the event cannot be determined; however; patient factors and progression of patient's underlying valvular disease pathology likely contributed to the event. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 23mm valve, implanted for 13 years and five (5) months, underwent a valve-in-valve procedure due to severe symptomatic degenerative bioprosthetic aortic valve stenosis and regurgitation. Patient presented with class 3-4 symptoms of congestive heart failure. The tavr was performed with a 23mm transcatheter valve. The patient tolerated the procedure well and was transferred to the recovery room in stable condition. Patient was discharged on post-operative day two (2) and is recovering well. Surgical valve did not perform as intended.